Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Three devices were received for evaluation; three events were confirmed during testing. One device was found to be affected by a broken link with fins. One device was found to be affected by a broken bearing and debris. One device was found to be affected by wear. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device was wobbling. Two reported events had patient involvement; no patient impact. 1 reported event had no known patient involvement or patient impact.